Event description:
It was reported that the device was being used during a general surgical procedure. It was reported that the clear piece of plastic broke off of trocar and was in pt cavity. The piece was retrieved with a grasper via scope. The procedure was completed without consequence to the pt.